Event description:
It was reported that the lead was attempted to implant. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that the lead was attempted to implant. The lead was removed and another was implanted. It was also reported that the lead was not used due to the patient vessel size. No patient complications have been reported as a result of this event.